Manufacturer narrative:
(B)(4). The rt021 catheter mount is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the complaint rt021 catheter mount was not returned to fisher & paykel healthcare (B)(4). Therefore our investigation is based on the photographs and information provided by the customer, our knowledge of the product and investigations of past similar complaints. Results: visual inspection of the supplied photographs revealed that the tubing cuff of the catheter mount had split at the swivel end. A lot check revealed no other complaints of similar nature for lot 150903. Conclusion: based on the investigation conducted, the split observed is likely due to environmental stress cracking. All rt021 catheter mounts are pressure tested prior to release for distribution. Any catheter mount with a split tube would have failed the pressure test and be rejected from the production line. Our user instructions that accompany the rt021 catheter mount state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A distributor in (B)(4) reported that the tubing of an rt021 catheter mount had a split cuff. This was found before patient use.